Event description:
It was observed during central processing, the paint was coming off the maryland bipolar forceps instrument's housing and getting on the instrument shaft.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The instrument was returned and evaluated. Failure analysis observed that the instrument housing showed an extreme level of 'smudging'; none of the labels on the housing were legible. The smudging was due to small bubbles forming on the housing material, during reprocessing. The bubbling and etching could be from a combination of chemical (from cleaning detergent) and thermal (from autoclave) attack of the polycarbonate housing. Additionally, a shiny film has formed on the grey chassis of the instrument. The housing also has one large crack along the back, likely due to rapid thermal contraction after autoclave processing. The instrument had 7 uses remaining when it was returned, but may have been reprocessed more than 3 times. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.